Event description:
It was reported that the patient had a break in aseptic technique further described as the care giver (cg) was reusing the same drain bag for an entire month during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis manifested by abdominal pain. On the day of the onset of peritonitis, the patient was hospitalized for this event. The patient was treated for 20 days with cefazolin ( 1gm, daily, ip). The patient was hospitalized for eight days before being discharged. At the time of this report, the patient was recovering from peritonitis. The patient was retrained on the proper aseptic techniques. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional follow-up information was received from a nurse. It was reported that the patient fully recovered from the peritonitis event. The patient was only using manual supplies to perform peritoneal dialysis (pd) therapy. Baxter has conducted a trend review using the newly reported product code and found that there were no similar reports received for the reported problem. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.